Event description:
The surgeon described two cases that he had approx 1 year ago, in both cases he had the same observation. The meshes (composix mesh) were placed onlay to two pts. In both cases liquid was captured in the middle of the mesh between the eptfe layer and the polypropylen layer forming a small "balloon". For unknown reasons the surgeon delayed reporting the above and denied to give specific product and pt data (product no., code, lot no., placement date, pt names, etc). Both items were surgically removed five months after placement and scrapped after removal."